Event description:
Had the essure procedure put in (B)(6) 2006. Since then I've had really bad migraines and back/hip pain. Since 2011 the pain has gotten much worse. I can only describe the pain comparable to contractions, like when going through labor. It happens all day, every day. I can't stand or sit for to long. I'm afraid to drive anymore because the hip pain radiates down my leg and into both feet, to the point I completely loose feeling. I can't sleep at night. I don't remember the last time I've gotten more than 6 hours of sleep unless I take a muscle relaxer. I have been in the doctor's trying to figure it out. I've had x rays, cat scan, MRI's physical therapy, chiropractic care, changed to a low/no diet and nothing takes the pain away. I go in tomorrow to see what it's going to take to get essure out of my body. The quality of my life sucks. I cannot do anything I used to be able to do. I hope these problems will never happen to another woman. I pray the FDA figured out that essure isn't as safe as first thought. There's 10 years of my life, 10 years of my family's life that we can never get back.